Event description:
It is reported that during the healing process of extravascular devices, immediate damage of the statlock input that serves to prevent accidental displacement of vascular access is evidenced, a situation that had never occurred before. No patient harm. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed a statlock attached to a catheter as well as the patient¿s skin. The right side of the foam pad of the statlock was observed to be torn and a portion of the pad appeared to be missing. The break site of the pad was observed to be uneven, but no details of the fracture surfaces could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It is reported that during the healing process of extravascular devices, immediate damage of the statlock input that serves to prevent accidental displacement of vascular access is evidenced, a situation that had never occurred before. No patient harm. No other information was provided.